Event description:
The customer reported that, the doctor had two cases with posterior capsule tears, and wanted the system checked out. The customer stated,nothing will be returned for evaluation, and the issue has been resolved. Additional information has been requested. The cases are reported as 2028159-2007-00173 and 2028159-2007-00174.

Manufacturer narrative:
Determination of root cause: assessment: a company service rep checked the system, including handpieces, and found them to meet performance specifications. Conclusion: we are unable to determine the root cause of the patient events from this investigation.